Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the differential mix chamber (mc240) on the unicel dxh 800 coulter cellular analyzer air mix temperature control (amtc) module was leaking and showed build up. Approximately 3 - 5 mls of pink fluid pooled below the amtc module and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses. There was no exposure to mucous membranes or open wounds and medical attention was not sought. No patient results were affected.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found the differential mix chamber was not draining which was what led to the chamber overflowing. It was observed that the tube stopper cork was stuck in the drain line. The differential mix chamber was replaced with a new chamber, which resolved the issue, per labeling, dxh 800 instructions for use pn 629743: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).